Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("underwent essure removal"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient (gravida 2) who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included ectopic pregnancy (with essure). In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: this case (B)(4) linked to main pregnancy (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("underwent essure removal"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient (gravida 2) who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy (with essure). In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: this case 2017-188958 linked to main pregnancy case 2017-188950 incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.